Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test and hardware low level failures alarm occurred. Customer stated that the insulin pump had crack on back and reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin on keypad assembly. No pump error 54 or pump error 4 alarms noted during testing however, the formatted history file confirmed pump error 54 and pump error 4 alarm due to software error. No pump error 42 alarms noted during testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.